Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The unit had a cracked tank cover. There was also wear and tear damage on the line cord, enclosure, and front cover. The unit also had an outdated pcb and power switch. The customer reported product problem (cracked/worn enclosure) was confirmed during the visual inspection. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The investigation concluded that the crack/worn enclosure was caused by the user. Normal wear also contributed to the product problem. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) had a cracked and worn enclosure. No patient injury or complications were reported in relation to this event.